Event description:
It was reported that, during a knee arthroscopy, the control unit was not reading the cassette. The procedure was completed with a competitor device. The surgery was not significantly delayed. The patient was not harmed.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of cassette recognition malfunction could not be reproduced. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump fail to recognize the 2 different types of cassettes used. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.